Manufacturer narrative:
Complaint no: (B)(4). The patient started the therapy prior to being connected to the set-up, which is known to cause this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During the troubleshooting, it was determined that the patient pressed go and started the therapy prior to being connected. The patient connected afterwards. The technical service representative instructed the patient about proper procedure and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.